Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was detached from the needle. The t2 anchor was attached to the distal tip of the needle. The actuator was fully actuated. The needle has saline debris. The needle has been bent vertically. A functional evaluation revealed t2 deployed as expected with pressure applied behind the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor has been detached from the needle. The t2 anchor has been pushed to the distal tip of the device. The needle has bent vertically more than expected. The root cause was associated with unintended use of the device. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
B5 and h6 updated.

Event description:
It was reported that, during meniscus repair surgery, after t1 was implanted, t2 of the ultra fast-fix could not be deployed. T1 was violently removed. It is unknown how the problem was solved or if a delay occurred due to this problem. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during meniscus repair surgery, after t1 was implanted, the t2 of the ultra fast-fix fell off. An additional hole was drilled to complete the surgery. It is unknown if a delay occurred due to this problem. No other complications were reported.